Manufacturer narrative:
The pipeline flex was returned for evaluation with the catheter. As received, the pipeline flex braid was observed to be within the catheter hub. The proximal section of the catheter was dissected to remove the braid. The braid was observed to be fully open with slight fraying on the distal and proximal ends. In addition, the distal section of a pipeline flex pushwire was found within the catheter. The distal section of the pushwire (distal tip coil and ptfe sleeves) was measured to be approximately 1.1cm and observed to be damaged and separated. The distal section of the pipeline flex pushwire was sent out for sem analysis. Based on the analysis findings, sem analysis, and the reported event details, the report of pushwire resistance during retraction was confirmed as the returned pushwire was found to be separated and stuck within the damaged catheter body. Based on the sem analysis, ductile overload features are visible on the wire fracture surface. It is possible that the reported resistance when recapturing the pushwire led to damages seen on the pushwire (separation and tip coil damage) and the catheter (kinking and flattening); it appears as if excessive force was used (pushing and pulling). However, the cause for the resistance could not be determined. Per the instructions for use (IFU): ¿if the delivery wire cannot be retracted into the micro catheter, carefully remove the delivery wire and micro catheters simultaneously. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ all devices are 100% inspected for damage and irregularities during the manufacturing process.

Event description:
Medtronic received report of pipeline pushwire resistance in a catheter. The patient was undergoing pipeline implantation and adjunctive coiling for a large (11mm) aneurysm in the posterior communicating (pcom) artery. All devices were used on label. The pipeline and coils were placed without issue. At removal of the pipeline pushwire, the pushwire could not be recaptured. The marksman and pushwire were removed and will be returned for evaluation. There were no reports of patient injury in connection with this event.